Event description:
The following has been reported by customer: device malfunctioning: a treatment bag was delivered too quickly despite good flow. Additional responses to follow up questions were provided: - what was the date of the incident? On the night of saturday 17 may to 18 may - was there an alarm? Yes, the alarm indicating that the infusion had been completed. - what product was administered? 5fu chemotherapy. - what was the flow rate? How long did it really take for the bag to pass through? "I can't remember the flow rate, it was a 1l nacl bag containing 5fu, the bag was supposed to pass in 23 hours and finish the next day, i.e. Sunday 18 may at 3pm. It finished on sunday morning at 5am." - were there any consequences for patients or others? No, there were no consequences for the patient. - what size was the bag? It was a 1l bag of nacl with the 5fu inside. - what was the position of the pump in relation to the patient and the position of the bag in relation to the pump? The pump was next to the patient's bed, as the patient was sleeping. The bag was attached to the infusion stand and the pump was on top of the bag. - what was the start and end time of the infusion? "It was supposed to be 2pm on saturday 18 may, and the infusion was due to end around 3pm the following day, 18 may. The bag was on at 11pm. It finished on sunday morning at around 5am." Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. (Please see attached investigation report for details) the reported device was received in brézins for investigation. Once in brezins, external inspection found a display defect at the edge of the screen and that maintenance is now due (but not overdue at the date of the event). During device log review, an infusion was programmed during the night as declared, but it was stopped at 5 a.m. By an upstream occlusion alarm and not the end of the infusion. All datas found showed that calculated volume matches recorded volume. See attached investigation report for details of infusion setting and infused volume. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functional issue was detected. Internal inspection found that the internal edges of the pump were dirty and the membrane was worn (pm to be done). The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.